Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Anticipated explant date was (B)(6) 2016, updated information: 07/18/2016: revision surgery for (B)(6) 2016 was cancelled and has not been rescheduled. Reason for cancellation is unknown however, patient has a lot of health problems. All information available at this time has been reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Date of event: unknown. (B)(4). Anticipated explant date: (B)(6) 2016. The subject device has not been explanted. At this time, it is not available for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a nail broke postoperatively. Patient initially underwent a short trochanteric fixation nail system advanced (tfna) on (B)(6) 2015 for a hip fracture. There were no issues during the initial surgery. Patient returned to the hospital on (B)(6) 2016 for a routine follow up. X-rays were taken and confirmed that the nail is broken on the superior side of the helical blade hole. Patient is scheduled for a cat scan on unknown date to confirm if the fracture was healed. A revision surgery is scheduled for (B)(6) 2016. Concomitant device reported: tfna helical blade 110mm (part# 04.038.310s, lot# 9893401, quantity 1). This is report number 1 of 1 for complaint (B)(4).